Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the alarm and able to rewind the insulin pump. Customer stated that insulin pump had unexpected restart. A cold reset was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, a21, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected a21 alarm anomalies noted. No motor error alarm noted. Motor passed motor test. (B)(4).